Event description:
Customer called to report a leak in the tubing through a pinch valve in the aspiration area of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) contacted customer to assist with replacing the tubing, which appeared to have resolved the issue. Upon follow-up, customer stated that after the tubing was replaced, the leak was resolved; however, the leak reoccurred on the same shift. Customer also stated that the instrument displayed errors after the tubing was replaced. Therefore, a service request was generated. The field service engineer (fse) inspected the instrument and found that the tubing throung valve vl115 was disconnected. The fse replaced the tubing and cleaned tthe leak in the diluter. The root cause of the leak is attributed to the disconnected aspiration tubing through valve vl115.

Manufacturer narrative:
(B)(4).